Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 30 mmol/l. The customer¿s blood glucose value when admitted to hospital was 43 mmol/l. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with insulin drip, saline, insulin pump and manual injection. The customer also stated that they did not allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.